Event description:
It was reported that this right atrial (ra) lead exhibited a possible allergic reaction of a patient experiencing a burning sensation at the device site. The technical service (ts) referred the patient to the device clinic. There was no additional adverse patient effects were reported. This ra lead remains in service. Additional information indicated that the pacemaker and right ventricular (rv) lead were explanted, and this right atrial (ra) lead remained in service. A new system was implanted. There was no additional adverse patient effects were reported.